Manufacturer narrative:
This follow-up was created to document the additional event information, corrected patient information, and updated codes. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a crease in the exhaust tube of cylinder 2. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with the pump or either cylinder. The information received indicated there was "tubing damage near the right cylinder", but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was first implanted on (B)(6) 2015. Damage of the tube near the right cylinder was found in 2019.